Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735773 (serial/lot: unknown).  H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that before a case, the system was left powered on in another room. After returning to the room, the system had powered down. It was noted that the system had been plugged in to the wall socket. There was no patient involvement.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that before a case, the system was left powered on in another room. After returning to the room, the system had powered down. It was noted that the system had been plugged in to the wall socket. There was troubleshooting present. It was reported that a battery stress test was performed and the battery life held at 85% for over 3 minutes. There was no patient involvement.

Manufacturer narrative:
H2) correction made to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.